Event description:
User received three patient samples which initially generated psa results of less than 0.007 ng per ml. These results were accompanied by a data alarm notifying the user the results were lower than the measuring range. User repeated the three patient samples in duplicate with a new psa reagent pack. Sample 1, repeats gave 1.38 and 1.39 ng per ml. Sample 2, repeats gave 1.04 and 1.05 ng per ml. Sample 3, repeats gave 0.457 and 0.460 ng per ml. User reported out the second repeat results for each patient sample. Patients were not adversely affected. User confirmed since replacing the psa reagent, they have had no further problems.